Manufacturer narrative:
Complaint: (B)(4). Samples were only recently received and the evaluation is still in progress. As soon as the investigation of the incident is completed a supplemental report will be filed.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: 7-19-2022. Greiner bio one needle. How injury occurred: completed blood draw, engaging safety lock, but it did not lock. Placed on tray, once time of disposal grabbed it and pricked rt finger . Life threatening? No. Permanent damage? No. Medi/surg intervention? No.

Manufacturer narrative:
Complaint (B)(4). When samples for evaluation were returned by the customer, it was found that the product was not manufactured by the reported manufacturer. A new report will be filed for the manufacturer the product was produced by. Corrected data: h6: type of investigation, investigation findings; h10: manufacturer narrative.